Event description:
It was reported that a thrombus occurred. A watchman access system (was) single curve and 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Before the start of the procedure, a baseline pericardial effusion was noted. Prior to crossing the septum, a thrombus was visualized in the right atrium. No interventions were performed for the thrombus; however, the physician gave heparin after the septum was crossed. The procedure continued and the closure device was successfully implanted. Approximately, two hours post-procedure, the patient became hypotensive and experienced chest pain. A cardiac tamponade was discovered and a pericardiocentesis was performed to remove 500 cc of fluid from the pericardial space. The drain was removed and the patient was stable.